Manufacturer narrative:
(B)(4). The sample was received and initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary - the sample was returned for evaluation. Visual inspection confirmed the blockage at the male luer outlet port. The root cause could not be determined.

Event description:
The facility contacted baxter (B)(4) technical services to report a one-link needlefree IV connect microbore that "was unable to flush." The malfunction was reported to have been found during priming. There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.